Event description:
It was reported that an edwards' bioprosthetic aortic valve was explanted from a 35 year old male patient after an implant duration of approximately 23 months, due to endocarditis. Case details reported as follows: "the patient was a (B)(6) male, redo sternotomy who was drug user with diabetes, he had pvd, was a double amputee due to pvd and he had a host of other medical issues, not to mention a second with endocarditis, which is the reason for his redo operation. The edwards' valve was not damaged and was not the cause of the explant"

Manufacturer narrative:
Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Per the reporting physician, this event is patient related (age, drug use, medical history) and not associated with any device quality deficiency. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No further action required.